Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple waste bag pressure alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarms if unknown but is most likely the result of lack of dialysate flow from the dialysate delivery system. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.